Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, found upon explant. Record is for right side. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported rupture, found upon explant. Record is for right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.